Event description:
Additional information later received reported that the event was not related to the device or therapy.

Event description:
The anchor was sticking up under the skin on the patient¿s back. It created a pressure point area. The patient complained that the pump was rubbing on their hip bone which was uncomfortable. The suture came off the anchor. The pump was reportedly fine. Only the anchor had a problem since the suture came off. As of (B)(6) 2014 the patient was fine and no further troubleshooting or interventions were needed. They were not sure if they wanted to go back to surgery to have the anchor sutured. The pump contained lioresal. Additional information was requested. The patient complained of discomfort at the pump site, and there was a small bump in their lumbar spine. On (B)(6) 2014 the small bump was examined and palpated. The patient felt their pump was sitting on their hip bone. They also complained the catheter was irritating and sticking out. There was no erythema, edema, discharge, tenderness, or warmth. The etiology specified relation to the surgery, anesthesia, and implant procedure. The patient waited several months before deciding to have the catheter replaced. At the catheter revision on (B)(6) 2015, the doctor could not aspirate the catheter so they replaced the catheter. The catheter was disposed of according to biohazard instructions. The pump was repositioned. The patient¿s dose was reduced. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).